Event description:
N/a.

Manufacturer narrative:
Device identifier : (B)(4). The perforator was returned for evaluation. The perforator unit was inspected using the unaided eye: damage to the sleeve (non-manufacturing related) was observed, as well as no "eto" label present and organic matter present. IFU testing with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A trending and risk assessment were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
The perforator was not returned for evaluation and lot number information has not been provided: therefore the DHR record and any associated non-conformances could not be requested for analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was not received for analysis and the investigation could not confirm the complaint. Device identifier: (B)(4).

Event description:
A physician reported a perforator failed to disengage during a craniotomy on (B)(6) 2020. The dura mater was injured when the device was removed from bone and hemostasis was performed. The device was changed to a new one to complete the procedure. No further details were provided.